Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting (B)(6) female patient (B)(6) to report that the patient's battery charger would not power up. The patient was sent a replacement charger.